Event description:
It was reported that during preventative maintenance, the front cover of the external pulse generator (epg) was missing and the caller needed a replacement. It was also noted that the tabs on the rapid atrial pacing (rap) door were broken. Technical services provided the part numbers for the caller to order. The epg will be repaired in the field once the parts are received. The status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.